Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v440525, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that the patient's implantable neurostimulator (ins) was removed a year ago because the ins did not work for their symptoms. The patient's new urologist wanted to put in a new device and the patient was unsure if that was something that should be pursued. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No troubleshooting or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.